Event description:
Pt reported obtaining back-to-back blood glucose results, of 405 mg/dl and 182 mg/dl, and of, 400 mg/dl and 137 mg/dl on the advantage test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: strip lot 549542 with expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strip.